Event description:
Healthcare professional reported "rupture". Event was confirmed via mammogram. Healthcare professional later reported capsular contracture, baker grade IV and that rupture did not occur. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event capsular contracture was received on march 18, 2025. With lot number 3632714. Based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Event was confirmed via mammogram. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV and that rupture did not occur.